Manufacturer narrative:
Final device analysis results revealed that both b+ battery bond wires are broken. Prod inspection shows the power on reset (por) occurred when pressure was applied to the case. Results of destructive analysis revealed broken bond wires connecting the battery to the hybrid circuit, which explains the por. The epoxy bond is broken between the hybrid and both battery terminals. The serial # is part of the affected sn range for the kinetra broken wire bond recall. Investigation summary shows the prod eval of the ins found the wire bonds were broken between the hybrid circuit and both battery terminals interminals to the device. Analysis results confirm the reason for device return.

Event description:
The ins device was returned for analysis, stating interruption of stimulation therapy. The prod was replaced in 2006 with no pt complication reported.